Event description:
On 07/07/2000, the facility's rn, o.r. Supervisor informed the distributor's account manager of the following: the physician opened the device and the preattached catheter was observed to be on the pipette at an angle. As a result, the device was not used. Another device was placed without incident. No further details were provided.